Manufacturer narrative:
(B)(4). B3: date of event - correction. B5: describe event or problem - correction. H2 type of follow up: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, the cgm reading was low. Based on the cgm reading the patient kept on taking glucose tablets to elevate the sensor reading, and when he checked with the bg it was high. The patient didn¿t experience any symptoms but still he decided to go to the hospital. He was accompanied by his daughter. At the hospital, the bg reading was high. There he was treated with IV fluid. The patient stayed at the hospital for 8 hours and when he was released her bg was around 315 mg/dl. At the time of the report, the patient is in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, the cgm reading was low. Based on the cgm reading the patient kept on taking glucose tablets to elevate the sensor reading, and when he checked with the bg it was high. The patient didn¿t experience any symptoms but still he decided to go to the hospital. He was accompanied by his daughter. At the hospital, the bg reading was high. There he was treated with IV fluid. The patient stayed at the hospital for 8 hours and when he was released her bg was around 315 mg/dl. At the time of the report, the patient is in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.